Event description:
It was reported that after the non-preloaded intraocular lens (iol) was implanted, it showed a mark in the optical zone. It is noted that the surgeon¿s approach was to implant the iol and will monitor the patient to assess any changes in vision. If there are any changes, the surgeon will have to replace it; otherwise, the iol will remain implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d4: serial number: unknown; requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. A review of customer provided photos will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: customer provided photos were evaluated. Device evaluation: customer photos were provided and were evaluated by a post market safety surveillance officer. The pictures show a pseudophakic eye implanted with an intraocular lens (iol) claimed to be tecnis multifocal single piece (model zmb00). The images show a scratch/crack like mark paracentral to the optical zone with an approximate length of 2.5 to 3 mm. Per the mark location, the issue potentially could cause/exacerbate visual distortions/disturbances in the event the lens remains implanted; however, the actual clinical impact as well as the potential root cause cannot be determined from photo assessments. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.